Event description:
It was reported that on (B)(6) 2024, an x-ray of the patient¿s non-operative right foot revealed a plate break. The x-ray had been taken because the patient reported pain in the left foot, and images of both feet were obtained. The plate break on the right foot was discovered incidentally, and the patient reported no pain in the right foot. No revision surgery is currently planned. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2- foreign - canada. No product was returned; visual and dimensional evaluations could not be performed. An image of the x-ray was provided and clinical determined that the plate likely fractured due to the delayed/non-union at the 1st mtp as the most probable root cause. Repetitive stress on the plate from cyclic loading at the delayed/nonunion site most likely led to the plate breakage in this case. Device history record review cannot be performed without product identification. A definitive root cause cannot be determined. The reported event is confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.